Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that the device would not activate with the handswitch buttons. They used another like device to complete the case with no pt consequences.